Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-00691 / 01913). Requested but not returned by hospital.

Event description:
It was reported that during a revision procedure, the nail fractured upon removal. No delay in procedure resulted.